Manufacturer narrative:
A visual analysis of the returned device revealed that the suture on the blue with white stripe dilator was broken. The dart was returned with a small amount of suture attached to it and with what appeared to be white medical tape on it. In addition, the carrier was detached from the capio slim suture capturing device and was not returned. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. However, the assigned complaint investigation conclusion code for this event is supplier manufacturing process design because the design or validation of the supplier's manufacturing process was not sufficient to ensure the finished device met the intent of the design. An investigation concluded that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in suture severing. The issue is under investigation and a correction has not yet been implemented. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. (B)(4).

Event description:
It was reported to boston scientific corporation that an uphold¿ lite w/ capio slim was used during a colpopexia procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the mesh was successfully passed through the left side of the patient. However, when the procedure was repeated on the right side and upon deployment of the device, the device did not function properly. The suture was ¿reversed.¿ a second uphold lite w/ capio slim was used to complete the procedure and it worked fine. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results: the suture on the blue with white stripe dilator was broken. The carrier was also detached from the capio slim device. Both detached pieces were not returned.